Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump will not accept the hose set¿ was confirmed. While testing the pump it was found that the downstream occlusion (dso) sensor was defective. The dso sensor was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump will not accept the hose set during set-up¿; during device evaluation it was found the downstream occlusion (dso) sensor was defective. There was no reported patient involvement.